Event description:
Patient reported right side pain, swelling, intracapsular rupture confirmed via ultrasound, "deformity of the breast implant is observed, with increased folds", "thin band of liquid", discomfort, capsular contracture (grade ii-iii). Patient prescribed arcoxia to manage pain. The device remains implanted. Patient experienced a miscarriage during the second trimester while device was implanted; this is not considered device related.

Manufacturer narrative:
Corrected data: h.6 [3331]., h.10. A review of the device history record has been completed. No deviations or non-conformances noted. Additional and or changed data: b.3., b.5., d.6., d.11., h.6. The event of capsular contracture baker grade ii-iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Patient reported right side side pain, swelling, intracapsular rupture confirmed via ultrasound, "deformity of the breast implant is observed, with increased folds", "thin band of liquid", discomfort, capsular contracture (grade ii-iii). Patient prescribed arcoxia to manage pain. The device was explanted. Treatment included: "explantation, capsulectomy, drainage, breast with double capsule and rotation". Patient experienced a miscarriage during the second trimester while device was implanted; this is not considered device related.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported right side side pain, swelling, intracapsular rupture confirmed via ultrasound, "deformity of the breast implant is observed, with increased folds", "thin band of liquid". Patient prescribed arcoxia to manage pain. The device remains implanted. Patient experienced a miscarriage during the second trimester while device was implanted; this is not considered device related.